Event description:
The customer reported that the insulin pump had physical damage and alarmed motor error and no delivery. Customer stated was changing her set and the insulin pump feel and parts of the reservoir broke off and gasket got stuck then got no delivery and motor error. Troubleshooting was done. Customer's blood glucose was 132 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer also mentioned had some low blood glucose and not sure if it's due to her basal rates are too high. Customer stated that she eats less carbs and lost weight. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The reservoir tube o-ring was not in place and was located near the motor slide in the reservoir tube. There was no motor error alarm and no excessive no delivery alarm noted during bolus or basal delivery. The unit passed displacement test, rewind, basic occlusion test, prime, compromised force sensor test, excessive no delivery and occlusion test. The motor was tested outside the device and passed. The unit had cracked battery tube threads, reservoir tube, case at display window corner, broken reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.